Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family member reported via phone call that they experienced high blood glucose. Emergency services were declined by customer. The customer¿s blood glucose level was 414 mg/dl. The customer was mentioned other blood glucose levels such as 330 mg/dl, 341 mg/dl, 519 mg/dl. The customer treated high blood glucose with bolus. Customer was experienced high blood glucose level as customer came out from the hospital. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.